Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 427 mg/dl. The patient's legs were numb and heavy. The patient treated via insulin pump bolus and manual insulin injections. During troubleshooting the customer confirmed that his infusion set cannula was bent like a fish hook. The insulin pump was not returned for analysis.